Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was stable and then began steadily increasing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.